Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: a photograph provided by the customer was evaluated. The photograph displayed the suspect lens inside the patient's eye. Three triangle-shaped damage can be observed on the right edge of the lens. Due to no product received, no further evaluation could be performed based on previous clinical advice, due to the location and characteristics of the damage, it is not expected to impact the optical function of the lens. However, the definitive impact and incident root cause cannot be determined from a photograph assessment. The complaint issue "lens damaged" was identified during photograph evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation, peripheral scratches in the shape of triangles were observed at the edge of the preloaded intraocular lens (iol) optic. According to the doctor, the iol was handled in accordance with the manufacturer¿s instructions. Despite these steps, the scratches were noticed post-implantation. The patient has not reported any discomfort or complications so far. Through follow-up, we learned that there are no plans for lens explant or any surgical intervention as the scratches are located at the edge of the optic and they do not affect the quality of vision. Patient has a visual acuity of 6/6. No issues or complications have been observed in the post-operative examination. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: date unknown, as information was requested but not provided. Section d6a - implant date: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.